Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a syringe 10ml 21g 1-1/4in had a deformed stopper before use. The following was reported by the initial reporter: the shape of syringe gasket was easily changed.

Event description:
It was reported that a syringe 10ml 21g 1-1/4in had a deformed stopper before use. The following was reported by the initial reporter: "the shape of syringe gasket was easily changed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Based on investigation and analysis on the complaint case(the shape of syringe gasket was easily changed.), the likely cause is that when a plunger and a gasket(stopper) or a plunger and a barrel were assembled together, a defect product maybe generated due to imprecise assembly and line workers may be missed the defect sample. H3 other text : see h10.